Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was using "too much" insulin. Tandem technical support offered to troubleshoot the issue; however, the customer declined. There was no known impact to the customer's blood glucose level.